Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump squirting out insulin during fill tubing process. The customer¿s blood glucose level was unknown. Customer stated insulin pump had insulin pump error alarm and insulin flow blocked alarm. Customer stated insulin continues to drip after motor stops during the fill tubing process. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 35 or prime/fill anomaly noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.